Event description:
New information received indicated that the patient presented in clinic on (B)(6) 2020 and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false atrial fibrillation alerts on the implantable cardiac monitor. The patient was being monitored and is stable.